Event description:
An incomplete report was called in by a medical supply co regarding a customer having inaccurate meter readings. Lifescan contacted the individual; who stated that was not aware the supplier had called, and gave the following report. Pt did meter to lab comparison tests, taking meter to the lab. The tests were done within minutes. Pt's meter reading was 186 mg/dl, and the lab result was 138 mg/dl. No symptoms were reported. No control testing was noted. Pt checks the strip confirmation dot. Reviewed meter cleaning. No harm was alleged.